Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported 'the up arrow key and all keys below it were not responding' which was reproduced as a keypad malfunction. The cause was determined that the keypad flex was not properly installed on input/output board. The connection was reseated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump up arrow key and all keys below on the keypad were not responding. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.